Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high, out-of-range pacing impedances on both the right ventricular (rv) and left ventricular (lv) lead. A lead safety switch (lss) was declared which switch the pace/sense configuration from bipolar to unipolar. When the device switched to unipolar there was some rv myopotential noise that was being oversensed which resulted in the patient experiencing asystole. The patient was brought in for an evaluation and the device was reprogrammed to bipolar and it was noted the noise was no longer present. Troubleshooting was performed and the noise could not be reproduced however, there was noise on the lv lead. Serial impedance tests all produced normal in range results. Additionally, the health care professional (hcp) was concerned about rv loss of capture and the increase in thresholds. Technical services discussed possible causes and provided programming options. At this time, the device, lv and non-boston scientific rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high, out-of-range pacing impedances on both the right ventricular (rv) and left ventricular (lv) lead. A lead safety switch (lss) was declared which switch the pace/sense configuration from bipolar to unipolar. When the device switched to unipolar there was some rv myopotential noise that was being oversensed which resulted in the patient experiencing asystole. The patient was brought in for an evaluation and the device was reprogrammed to bipolar and it was noted the noise was no longer present. Troubleshooting was performed and the noise could not be reproduced however, there was noise on the lv lead. Serial impedance tests all produced normal in range results. Additionally, the health care professional (hcp) was concerned about rv loss of capture and the increase in thresholds. Technical services discussed possible causes and provided programming options. At this time, the device, lv and non-boston scientific rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high, out-of-range pacing impedances on both the right ventricular (rv) and left ventricular (lv) lead. A lead safety switch (lss) was declared which switch the pace/sense configuration from bipolar to unipolar. When the device switched to unipolar there was some rv myopotential noise that was being oversensed which resulted in the patient experiencing asystole. The patient was brought in for an evaluation and the device was reprogrammed to bipolar and it was noted the noise was no longer present. Troubleshooting was performed and the noise could not be reproduced however, there was noise on the lv lead. Serial impedance tests all produced normal in range results. Additionally, the health care professional (hcp) was concerned about rv loss of capture and the increase in thresholds. Technical services discussed possible causes and provided programming options. At this time, the device, lv and non-boston scientific rv lead remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced, and the non-boston scientific right ventricular (rv) lead was surgically abandoned and replaced successfully. The device is expected to be returned for device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high, out-of-range pacing impedances on both the right ventricular (rv) and left ventricular (lv) lead. A lead safety switch (lss) was declared which switch the pace/sense configuration from bipolar to unipolar. When the device switched to unipolar there was some rv myopotential noise that was being oversensed which resulted in the patient experiencing asystole. The patient was brought in for an evaluation and the device was reprogrammed to bipolar and it was noted the noise was no longer present. Troubleshooting was performed and the noise could not be reproduced however, there was noise on the lv lead. Serial impedance tests all produced normal in range results. Additionally, the health care professional (hcp) was concerned about rv loss of capture and the increase in thresholds. Technical services discussed possible causes and provided programming options. At this time, the device, lv and non-boston scientific rv lead remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced, and the non-boston scientific right ventricular (rv) lead was surgically abandoned and replaced successfully. The device is expected to be returned for device analysis. No additional adverse patient effects were reported.